Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision hip surgery was performed due to pain and osteolysis. The stem and liner were replaced during the revision.

Manufacturer narrative:
Evaluation - no product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened. (B)(4).